Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on june with blood glucose level was 180 mg/dl at the time of incident and other blood glucose value was over 400 mg/dl,571 mg/dl, 600mg/dl. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection and insulin drip. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, ozp-mmt-7020-snsr, unomed inf set.